Event description:
Analysis of the returned device revealed that that subject stent stabilizer broken/fractured during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned in its deployed state. The stent stabilizer was found to be broken/fractured. The physician cut it during the procedure. No kinks/bents noted. The stent was found to be deformed. The stent delivery catheter was found to be kinked/bent in multiply areas. There was blood within the stent delivery catheter noted during the analysis. Functional inspection: stent failed/unable to deploy functional test - unable to perform as the returned stent was found to be deployed. Stent stabilizer kinked/bent - defect not confirmed during visual inspection. Stent delivery catheter friction functional test ¿ unable to perform due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint event was confirmed as the analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned and the stent stabilizer was broken/fractured after removal from the patient. The reported event details indicates the operator decided to cut the tail of delivery pole and removed the y valve on outer catheter, and continued to push the delivery pole but the stent was still not able to be pushed out to deploy. It is probable that the device experienced difficulty during stent deployment due to anatomical factors experienced during the procedure. The patients anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the reported events of 'stent failed/unable to deploy', 'stent stabilizer kinked/bent' and 'stent delivery catheter friction' and to the as analyzed 'stent delivery catheter kinked/bent', 'stent deformed', 'stent stabilizer broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.